Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, a single burst of quick charge anti-tachycardia pacing (atp) was successfully delivered. The crt-d then evaluated the rhythm post-atp and considered it a diverted charge. The rhythm was then redetected and the device began to charge. The ventricular tachycardia (vt) self-terminated, however the shock was committed and was delivered as programmed. This is expected device function, as the device does not allow for a shock to be diverted twice in row. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to an inappropriate shock delivered after the arrhythmia terminated. Upon review, it was determined that quick charge anti-tachycardia pacing (atp) was delivered and the first charge was diverted. The rhythm met detection once more, however, the dual tachycardia self-terminated prior to the delivery of the commited shock. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, a single burst of quick charge anti-tachycardia pacing (atp) was successfully delivered. The crt-d then evaluated the rhythm post-atp and considered it a diverted charge. The rhythm was then redetected and the device began to charge. The ventricular tachycardia (vt) self-terminated, however the shock was committed and was delivered as programmed. This is expected device function, as the device does not allow for a shock to be diverted twice in row. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.